Event description:
New information noted that the device was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
The reported field event of diagnostic anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. However, it was found that the longevity estimate given to the field by the programmer was incorrect. Testing was performed on the ICD and the ICD was found to be normal; telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench; no anomaly was detected. The root cause for the inconsistent remaining longevity estimate near eri could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had reached elective replacement indicator (eri) on (B)(6) 2017. Previous device check on (B)(6) 2017 indicated that the remaining battery longevity until eri was 1.5 years. Calculation of battery longevity indicated that the eri was appropriate depletion but the estimate given on (B)(6) 2017 was an over estimation. No additional information was reported.